Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during manufacturer on site visit that the devices have had channel disconnect issues. Customer reports channel disconnects when modules are being transported or "bumped into". Devices will "alarm red and not infuse" during the channel disconnect. The issue was reported to bd representative during site visit. This was generalized feedback with no specific events mentioned and no specific devices. There was no information on patient involvement.